Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that upon initial interrogation pre-operative, the battery longevity was not available possibly due to a cold temperature. The device was rubbed to try to warm it and re-interrogated but the battery voltage kept dropping and fluctuating. The physician was not confident with the device behavior and did not use the device. A new device was used with all parameters in normal range. No patient complications have been reported as a result of this event.